Event description:
Complainant had initial surgery in 2002 to have a metal plate placed in arm. Complainant has been having problems with arm, and was informed that her arm was too small for the plate and it should be removed. Complainant had surgery in 2006 to remove plate from arm and release tendons. The surgeon was unable to remove the plate, 2 screws were removed but the other two screws were not. She stated that the surgeon told her mother that he chipped at the bone in order to try release the last two screws without success. Complainant inquired of dr's nurse about filing a medical device defect report. The nurse indicated that a defect report had not been filed and that he wanted to speak to her. She also stated that she was informed that she had 24 hours to report a defect in this medical device. The same dr performed the initial surgery in 2002 and attempted to remove the plate in 2006.